Event description:
Reporter alleged obtaining a discrepant blood glucose result of 460 mg/dl back to back, with a result of 115 of 142 mg/dl on the active s system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.